Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the unit packaged was damaged thus affecting sterility. The following information was provided by the initial reporter, translated from chinese to english: the outer packaging is damaged and cannot be used normally. (Determined to be unit package).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode open unit package. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.